Event description:
The manufacturer received information alleging that the ds2adv auto CPAP device is emitting smoke at the back of the tank, following prior abnormal noise (wheezing). The event occurred during normal ac-powered use with no reported flames, harm, or serious injuries.